Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about the line blocked alarm and the customization of alarms and system sounds. This guide also provides ways to prevent hyperglycemia and instructs users to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. Attempts to follow up with the user have been unsuccessful. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 22-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user was admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2026, following approximately three days of use on the twiist automated insulin delivery (aid) system. The user was discharged on multiple daily injections. During their three days of pump use, the user reportedly suspended the twiist aid system multiple times for extended periods due to fear of hypoglycemia. On the third night, the user experienced two line blocked alarms while sleeping and did not wake to respond to the alarms which paused insulin delivery, per design.